Event description:
The customer reported intermittent 12-lead ECG v6 signal loss. There was no report of patient impact.

Manufacturer narrative:
(B)(4): the customer reported intermittent 12-lead ECG v6 signal loss. There was no report of patient impact. The philips field service engineer worked with the customer (by phone) and they resolved the issue by replacing the leads ECG trunk cable.